Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: customer has not yet returned the device to the MFR for eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.